Event description:
The patient reported that the "left lead was not working properly" and had been turned off due to diaphramatic stimulation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.